Event description:
The physician reports performing uneventful cataract surgery with implantation of the mi60g intraocular lens. Approx two months postoperatively, the surgeon observed anterior capsule fibrosis with lens vaulting. The surgeon elected not to perform an anterior yag capsulotomy and risk a complete tearing of the capsule as a large capsulorhexis (5.5 - 6.0 mm) had been performed. The surgeon continues to monitor the pt and reports postoperative visual acuity was 10/10 (20/20) at j+1 (day 1), 10/10 (20/20) at j+15 (day 15), visual acuity reduced to 08/10 (20/25) at two months postoperatively, and then to 07/10 (20/30) at three months postoperatively. It is unk if visual acuities provided are best corrected or uncorrected and no preoperative acuity was provided for comparison. The surgeon plans to exchange the lns if the visual acuity continues to decrease. Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.